Event description:
Caller reported that while changing the paper roll, the meter started smoking. Although no injury occurred, there is a potential ignition risk.

Manufacturer narrative:
Meter failed to turn on with either the power supply or batteries. Customer observations of smoke was due to the fibers of the paper roll blowing off during loading. Printer roller moves freely with hand. Unable to power on to test when loading paper. No sign of any burning on the meter. The battery compartment has no corrosion. Meter will be scrapped. Customers observation of power failure were reproduced. Root cause: power. Conclusion: product services inspected the returned meter and observed no evidence of meter overheating or smoke damage. Meter would not power up. Note: product services has observed that paper filings may sometimes appear smoke-like when changing paper rolls. Power-related complaints are part of routine tracking and trending of complaints. Corrective action not required at this time.